Manufacturer narrative:
Exact date unknown, event occurred sometime in 2015. Explant date: 2015.

Event description:
It was reported that the patients scs was explanted due to bad infection. No further information has been obtained despite good faith efforts.